Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump exchange could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2018 and underwent a pump exchange on (B)(6) 2018. No alarms, clinical symptoms, or device-related issues were reported in association with the event. The account communicated that no further information regarding the pump exchange would be provided and that heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. Although no adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system instructions for use outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14feb2018. Although no adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system instructions for use, rev. G, outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.